Event description:
Left total knee arthroplasty performed in 1997. Facility report states pt fell a couple of times on their left knee and has decreased range of motion. Radiographs indicated patella button disassociated from patella, and patella component was removed during surgery in 2002.